Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the pacing lead exhibited positioning/placement issue and insertion withdrawal res istance. It was further noted that all three stylets used kinked while inside the pacing lead and would not go all the way through. The pacing lead and stylet was attempted/not used and replaced. No patient complications have been reported as a result of this event.